Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was generating beeping tones and displayed a 'warning: a shorted condition has been detected on the shocking leads' message.